Manufacturer narrative:
One opened knife in a blister which was seated tip down in the polyethylene terephthalate glycol (petg) of the blade protector (bp) tray, was received for the report of the knife would not cut. The returned sample was visually inspected and was found non-conforming with a broken tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photos provided by the customer were reviewed by the manufacturing site. The photos are of a pak label, knife tyvek label and patient information, the reported product and lot information is confirmed. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the tip of the knife broken off; however, how and when the tip of the knife broke off could not be determined. The most likely cause of the broken tip is due to handling during use. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the broken tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic knife was dull during a cataract surgery. No patient harm was reported. Additional information has been requested. This case represents patient 3 of 3 from this facility.